Event description:
The pt reportedly experienced sudden loss of lock between the external equipment and the cochlear implant. Programming changes were made and external equipment was exchanged. However, the reported problem was not resolved. Additional device testing will be performed.